Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the power cord of an automated compounding device (acd) appeared damaged (not further specified). It was not specified when in the process step this occurred. There was no patient involvement. No additional information is available.